Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4: d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the tip of the gauge to be fractured at the distal most marking. Scuffing is present near the etching. The grip is dinged and scratched. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a routine inspection of instruments, the depth gauge was found to have a broken tip. There was no reported harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.